Manufacturer narrative:
Complaint: (B)(4). Received 454067p: 4rk b19053dg, 1rk b18123nj and 1rk b190636p for evaluation. No samples of 454067p/b19043m7 or 454067p/b19013f7 were received. Production and quality documents were reviewed and no deviations relating to the complaint issue were observed. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. No short fills could be observed on the samples. The complaint could not be duplicated on the customer samples.

Event description:
Customer states the tubes in batches b19053dg, b190636p, b18123nj, b19043m7, and b19013f7 have no vacuum.